Event description:
It was reported that the health care professional was unable to flush the sideport. A catheter revision was done at the spine. The most distal portion of the catheter was replaced. The patient had experienced increased pain. The pump was used to deliver morphine 25mg/ml at a daily rate of 13.996mg and clonidine 500mcg/ml at a daily rate of 279.92mcg. The patient outcome was reported as "no injury". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The distal portion of the catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Other - catheter.